Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of a micro-stent device,the stent was shortened and a patient experienced corneal decompensation. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was requested and received stating the patient needed additional surgery. The patient was diagnosed with endothelial dystrophy.

Manufacturer narrative:
No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause is use error due to the product IFU not being properly followed company micro-stent has not been established in patients with pseudoexfoliative glaucoma. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient was diagnosed with endothelial dystrophy after endothelial contact.

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed; the proximal collar and 1 retention ring was returned with a jagged cut. The sample was also found to be non-conforming with surgical debris observed on the portion of the stent that was provided. Dimensional testing could not be performed due to insufficient sample returned. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Photo attached was reviewed by the investigation site. Picture is of a vial with a piece of stent visible because the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria and sufficient clinical data was not provided no root cause can be determined. A contributing factor is that the company micro-stent has not been established in patients with pseudo exfoliative glaucoma, which is provided in the product IFU (instructions for use). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The manufacturer internal reference number is: (B)(4).